Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged barrel with the incident lot was observed. The damaged / scratched plastic appeared like white powder but no foreign matter was present. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications, and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that white powder was found in barrel prior to use with a bd a-line¿. The following information was provided by the initial reporter, translated from (B)(6) to english, "white powders were found around the stopper inside the barrel."